Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing needle retraction issues during use. The following has been provided by the initial reporter: material no: unknown batch no: unknown. It was reported that customer is experiencing issues with needles retracting. Per snow verbatim: they are experiencing issues with the needle retracting. Dates of events: (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.

Event description:
It has been reported that one unspecified bd¿ syringe has been found experiencing needle retraction issues during use. The following has been provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that customer is experiencing issues with needles retracting. Per snow verbatim: they are experiencing issues with the needle retracting. Dates of events: (B)(6) 2019.